Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the vitrectomy probe had no cutting before vitrectomy surgery. The aspiration condition was good. The procedure was completed on same day. There was no information about any patient impact.